Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the device was performed; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it partially split in cross direction in the middle portion exposing metal. Also missing a portion of the teflon pad at the distal end of the device was noted with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damaged to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic salpingectomy procedure, the teflon pad from the grasping section of the device became loose exposing metal. No device fragment fell into the patient. It was reported that while cutting tissue a ¿short circuit¿ error message was observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported.